Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated). Additional information will be submitted within 30 days of receipt.

Event description:
The catheter develop clot during use. No thrombus was left in the patient. The physician claims that the units were flushed appropriately and the patients were anti-coagulated. The catheters were not in place for very long. The clots were identified when the units were removed from the patient and flushed (clot was ejected outside the body).